Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The customer was treating with manual injections and the blood glucose reading was 285 mg/dl. The battery compartment threading was cracked and a quarter of an inch had been chipped away. The drive support cap appeared normal and recessed. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump powered up properly after the battery installation. The pump was received with operating currents within specification. However, the pump was received with a corroded battery tube. The pump was monitored and no blank display anomalies were noted. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with broken battery tube threads, a broken belt clip slot, a cracked case at the display window corners and minor scratches on the lcd window.